Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy using a prismax machine and prismaflex sets. Treatment was interrupted due to machine alarms for "access extremely negative" and air intake into the circuit. The sets were replaced two (2) times to continue therapy, and the extracorporeal blood was not returned to the patient either time. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received or evaluated on site. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Review of the machine log files confirmed the reported alarms. Alarm situations would only result in delay in therapy and are intended to notify the user of conditions with the machine or setup. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.